Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 149 mg/dl, 453 mg/dl, and 291 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.